Event description:
It was reported while accessing the subject guidewire with microcatheter (non-stryker) into the lesion, the resistance was encountered between the subject guidewire and the microcatheter as the patient¿s anatomy was severely tortuous. Therefore, the subject guidewire was removed from the microcatheter as it was noticed that the subject guidewire was kinked and fractured at about 10cm from the distal tip of the microcatheter. There were no clinical consequences reported due to the event and the procedure was completed successfully with the same microcatheter and with a new guidewire.

Event description:
It was reported while accessing the subject guidewire with microcatheter (non stryker) into the lesion, the resistance was encountered between the subject guidewire and the microcatheter as the patient¿s anatomy was severely tortuous. Therefore, the subject guidewire was removed from the microcatheter as it was noticed that the subject guidewire was kinked and fractured at about 10cm from the distal tip of the microcatheter. There were no clinical consequences reported due to the event and the procedure was completed successfully with the same microcatheter and with a new guidewire.

Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned subject device was noted to be kinked/bent and broken/fractured at 209 cm from the proximal end. The guidewire ptfe (polytetrafluoroethylene) coating was noted to be damaged approx. 50 cm from the proximal end. The core wire distal end was observed through the distal tip dome. Functional testing could not be performed due to the condition of the returned subject device. The reported ¿guidewire distal tip broken/fractured during use¿ was confirmed during analysis. The reported ¿guidewire distal tip/end kinked/bent¿ was not confirmed; however, it is likely that the fracture was perceived to be kinked. The reported ¿guidewire friction¿ and ¿catheter difficulty tracking over guidewire¿ could not be replicated; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). Also, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. It was reported that when the subject device was removing from the microcatheter, it was noticed that the subject device was kinked and fractured at about 10cm from the distal tip of the microcatheter. Resistance was encountered between the subject device and the microcatheter while accessing the lesion; however, the patient¿s anatomy was severely tortuous anyways. The microcatheter was removed from the body and flushed the lumen, then reinserted the microcatheter, and the procedure was completed successfully using the replaced guidewire. As per the additional information the friction or resistance was encountered in the shaft of the catheter, the distal tip of the subject device was damaged, the subject device was prepared for use as per the directions for use and the patients anatomy was severely tortuous. It was indicated that continuous flush was not set up and maintained throughout the clinical procedure. The subject device was returned, and it was noted to be kinked and the distal end of the subject device was noted to be fractured, there was some damage noted to the ptfe coating to the proximal end of the subject device. As it was indicated that there was no continuous flush, this is likely to have caused the friction noted between the subject device and the microcatheter, which is likely to have caused the subsequent fracturing and kinking noted to the returned. The tortuous anatomy may have contributed to these events; however, the lack of flush is likely to be the primary cause. An assignable cause of user error will be assigned to the reported ¿guidewire distal tip broken/fractured during use¿, guidewire friction¿, ¿guidewire distal end/tip kinked/bent¿ and ¿guidewire has difficulty tracking over guidewire¿ and to the analyzed ¿ guidewire kinked/bent¿ and ¿guidewire distal tip broken/fractured during use¿. The damage noted to the ptfe peeling was not reported, however this is indicative of interaction with the torque device, this may have occurred during use or during removal of the torque device post procedure. An assignable cause of handling damage will be assigned to the analyzed ¿guidewire ptfe coating peeling¿.